Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was turning itself off/it felt like it was turning itself off once a month since (B)(6) 2017. The patient stated there were not any changes that prompted this change and when he checks the ins with the programmer it shows the ins is off. It was advised to have the patient keep a log and the rep could pull a file. No further complications were reported/anticipated.